Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 305 mg/dl. The customer's daughter stated that the insulin pump alarmed after being off the insulin pump for a few days. Troubleshooting was performed. Assisted customer with clearing the alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.